Manufacturer narrative:
Failure analysis revealed that all buttons did function properly and no damage on the keypad assembly noted. No button error alarm observed. Inspected the connector on the lcd and no unlock keypad connector noted. No moisture damage found inside the device. The unit was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that water was splashed on the insulin pump. Customer's blood glucose reading at the time of the call was 129 mg/dl. Nothing further was reported.